Manufacturer narrative:
Method- device was not returned; followed up with company representative.

Event description:
It was reported that a physician performed a kyphoplasty procedure in a patient; the cement was injected in a doughy state. An asymptomatic cement extravasation occurred laterally. Reportedly, the patient "is good". No additional information was reported.